Event description:
During a photorefractive keratectomy (prk) procedure, the physician noted that using this spatula caused more sufgace irregularity that what was expected. Upon inspection of the device, a split was noted on the spoon end of the spatula.